Event description:
A pt experienced a loss of all stimulation sensation. The pt had felt stimulation yesterday ((B)(6) 2010) and had recharged the implanted device battery overnight. The next morning was when the loss of stimulation was experienced. The pt confirmed the device was on (seeing lighting bolt icon). Amplitude was noted as being 5.9, which was the typical setting. The pt had changed the batteries, and increased stimulation from 5.9 volts to 6.4 volts and still did not feel any stimulation. It was indicated that there was no known incident or accident that could be related to the issues. The pt was, however, noted as recovering from chemotherapy, and was intending on finding a local company rep for help with reprogramming her device. The outcome of the pt was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).